Event description:
On (B)(6) 2014, a parent notified our firm that his/her son/daughter developed a corneal ulcer (affected eye unk) while wearing a 1-day acuvue trueye brand contact lens. "Last autumn, the patient developed corneal ulcer (affected eye unk) while wearing 1-day trueye lens. The patient consulted prescribing eye care profession (ecp) at an eye clinic. The ecp assumed that there had been staining in the eye and germs on the hands suck to ocular and caused the corneal ulcer. Medication (details unk) was prescribed. Complete resolution of ulcer was confirmed. However, scarring on eye surface is remaining." The parent did not have further information since the event occurred in the past. A medical interview and written consent to obtain information were refused. The lot number in question is unknown since the lens in question has already been discarded. No additional information is expected. This event is being reported as worst case.